Event description:
It was reported that this right ventricular (rv) lead exhibited noise. The patient was seen in clinic and various arm manipulations were performed, and one artifact was seen. Lead measurements were otherwise in range. (B)(6), technical services was contacted for further review. No adverse patient effects were reported. This lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).